Event description:
It was reported that a pt underwent an open repair of an incisional/ ventral hernia for an incarcerated supra-umbilical-mid abdominal hernia and multiple defects on (B) (6)2010. The mesh was placed pre-peritoneally. Post-operatively, on (B) (6)2010, the pt developed a superficial surgical site infection. The pt underwent vacuum-assisted closer (vac) as intervention. The event stop date was (B) (6)2010.

Manufacturer narrative:
(B) (4) - infection occurred: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.